Event description:
The bench technician found a loss of audio on the mx40 telemetry device. No patient involvement. The issue was identified by the bench technician when the device was powered on in preparation for servicing.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The bench technician found a loss of audio on the mx40 telemetry device. No patient involvement.